Manufacturer narrative:
Product analysis: analysis was able to confirm the reported calibration issue; the touchscreen was out of specification. The touchscreen connector was cleaned, re-seated, the parameters were reset, and the stylus was calibrated. The software was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to calibrate. The programmer was returned for service. No patient complications have been reported as a result of this event.